Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2013. During the procedure, the connection that must be plugged to the console presented a defect and the circular knife did not spin correctly. There may have been a false contact between the device wire and the console. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4) - blade will not rotate prior to first use. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The blade failed to rotate during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended. The trigger was received with the end of the drive shaft in an unraveled condition. Due to this condition functional tests involving the trigger housing could not be performed. The exact root cause of the damaged cable end condition was unable to be determined.